Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
This report from an account manager reported that during intraocular lens (iol) implantations, an internal mark on the periphery of the lens were observed. No information was reported related to patient harm. Additional information was requested.